Event description:
Additionally, the health professional reported injecting a patient in the ck1, ck2, and sub-zygoma with juvéderm® voluma¿ with lidocaine and in the marionette region and oral commissures with juvéderm® volift¿ with lidocaine. The patient was pretreated with lmx cream. Approximately 3 weeks post-injection, the patient developed ¿gi symptoms (diarrhea),¿ deemed not related to the injections, then developed ¿discomfort and swelling¿ in the chin area and ¿mild discomfort¿ in the cheeks. The patient was treated with clarithromycin and steroids. The patient decided not to dissolve as symptoms have improved significantly after 5 weeks.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.3., b.3., b.5., b.7., section c., d.1., d.4., d.6a., d.10., e.1., h.4., h.6., h.8. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reports patient injection with 2ml juvéderm® voluma¿ and 1ml juvéderm® volift¿. Patient "developed a delayed inflammatory response." Hcp further states, "patients symptoms settled significantly 5 weeks after treatment with antibiotics and steroids. Patient is left with some residual small lumps either side of their chin but feels they are going down so we are going to continue to observe."

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additionally, the health professional reported that the event resolved 5 months post-onset.